Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ep-102848, exceed abt e1 flng cup 28x48mm, 3837700; 00811400100, femoral stem 12/14 neck taper, 63273810; unknown, unknown liner, unknown. Report source, foreign ¿ events occurred in the (B)(6). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-06602. Product location unknown.

Event description:
It was reported patient underwent a revision procedure five months post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.